Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, an echocardiogram was performed and there appeared to be a thrombus on the inflow of the impella cp. The physician decided to explant the device and replace it with a carotid protection device. It was reported that the patient survived the procedure.